Event description:
Customer reported their pump screen was not turning on, and the battery would not charge. Blood glucose level remained below 500 mg/dl, indicating no adverse impact on their health. Customer tried troubleshooting steps with no success, including using different charging supplies. Technical support arranged to send a replacement charging cable and wall adapter within two days and advised the customer to contact healthcare professionals if the pump battery depletes before receiving replacements.